Event description:
It was reported that the ventricular lead was capped because it was "bad." Additional information was subsequently received reporting that the ventricular lead was capped and replaced, at the time of device replacement for normal eri (elective replacement indicators), due to a decline in impedance, sensing function, and pacing threshold in bipolar configuration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the ventricular lead was capped because it was "bad." Additional information was subsequently received reporting that the ventricular lead was capped and replaced, at the time of device replacement for normal eri (elective replacement indicators), due to a decline in impedance, sensing function, and pacing threshold in bipolar configuration. No patient complications were reported as a result of this event. No conclusion can be drawn. Sensitivity; impedance, low; high threshold, defective device.